Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. It was reported that the failed battery test alarm recurred after inserting a new battery. The insulin pump will not be returned for analysis.